Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, hospital staff was opening sterile sets to prepare for a case for a retrograde femoral nail. The synthes rfna base nail set was opened from the sterile wrapping and placed onto the sterile field. As the scrub tech was preparing instrumentation for the case, they noticed that the aiming arm for the rfna nail system was broken. Upon further inspection, one of the aiming arm clips that attaches to the insertion handle had been broken off. There was no patient involvement.